Event description:
Follow up information received that the patient underwent surgical intervention due to this issue and ipg shocking (manufacturer report reference number: 1627487-2020-48503, 1627487-2020-48504). The cervical system was explanted, but the procedure was abandoned (manufacturer report reference number: 1627487-2020-48500, 1627487-2020-48501, 1627487-2020-48502).

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report reference number: 1627487-2020-47815, 3006705815-2020-32723, 3006705815-2020-32724. It was reported that the patient experienced lead migration. The lead migration was confirmed via radiographs. As a result, the patient may undergo surgical intervention to address the issue.